Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient during a cardiac arrest (age & gender unknown), the device was unable to detect the attached multifunction cable/electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation, and the customer report could not be duplicated. Device logs for the reported event date suggest the connection between the multifucntion cable (mfc) and the device was intermittent and a factor. No accessories, including the mfc, were returned as part of the investigation. The device underwent full functional testing using zoll test accessories and passed with no results consistent with the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.